Event description:
It was reported that during a generator replacement surgery, a high impedance was found after the connection of the existing lead to the new implanted generator. The generator was replaced due to end of service; it was reported that the device could not be interrogated due to battery depletion. The new device was disabled. No patient adverse event was reported. Additional information was received indicating that high impedance was due the lead fracture which occurred during the generator replacement surgery; the surgeon accidentally cut the lead in or. It was reported that the replacement surgery is planned. No further relevant information was provided to date.

Event description:
Further information was received indicating the event occurred on (B)(6) 2016. It was reported that the patient underwent lead replacement surgery on (B)(6) 2016, due to lead discontinuity. The patient's vns system was tested upon connection of the new lead to the generator and system diagnostics returned impedance results within normal limits. Review of manufacturing records confirmed that both, the generator and the lead passed all functional tests prior to distribution. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2012. A battery life calculation using the available programming history showed that the patient's generator was already at end of service = yes. The explanted devices were not returned to the manufacturer to date.